Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the calibration and test cut could not be performed due to a bent comb. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing relating to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under cmp: (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the device had a damage screen. The event was discovered during surgery. However, there was no harm to the patient or operator; there was no reported delay or extension in the surgical procedure and the procedure was completed using another device. No adverse events were reported as a result of this malfunction. Due diligence is complete. No further information was received.